Event description:
It was reported that this recently implanted cardiac resynchronization therapy defibrillator (crt-d) was suspected of exhibiting intermittent non-capture on the chronic right ventricular (rv) lead channel and the patient's heart rate was observed on telemetry occasionally dropping to 40 beats per minute (bpm). It was noted that rv capture was higher at device replacement (2.7v at 1.5ms) and the following day (2.9v at 1.5 ms), and rv output was currently set to 3.5v at 1.5 ms. There were no right ventricular automatic threshold (rvat) test or left ventricular automatic threshold (lvat) test completed within the six days following implant. Further lead evaluation was recommended, and technical services (ts) discussed troubleshooting options. This crt-d and rv lead remain in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.